Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display on the insulin pump. The blood glucose reading was 98 mg/dl. He stated that the insulin pump did not show signs of damage and that it had not been dropped, bumped or exposed to mositure. He stated that the contacts on the battery cap were not missing or damaged and that the battery compartment and spring were noted corroded or damaged. Nothing further was reported.